Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 01-feb-2024, the product investigation was updated. Per the supplier manufacturing investigation conclusion, a possible root cause is that it is assumed that some of the old corners have fallen off, or mis-operation in final inspection. Internal corrective actions were taken to prevent this situation from occurring again. As such, the h6. Investigation findings code of ¿manufacturing process problem identified (c16)¿ was added. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) h6. Investigation conclusions code of ¿cause not established (d15)¿ was replaced with ¿cause traced to manufacturing (d03)¿

Manufacturer narrative:
Additional information was received on 12-dec-2023. It was reported that the residue was found "during a procedure". There was no patient injury. Device evaluation details: on 04-jan-2024, the product investigation was completed. It was reported that a patient underwent an atrial fibrillation (afib) cardiac ablation procedure which included a soundstar eco 8fg ultrasound catheter and a residue was observed on the tip of the soundstar catheter. The catheter was not used for the procedure. No adverse patient consequence was reported. The device was returned to biosense webster (bwi) for evaluation. A visual inspection and fourier transformed infrared spectroscopy (ft-ir) test of the returned device was performed following bwi procedures. Visual inspection was performed, and a film of foreign material was observed on the tip. An ft-ir test was performed, and results revealed that unknown material exhibited the infrared spectrum of silicone-based material. Source of origin cannot be determined by ftir terms. Due to this conduction, a manufacturing investigation was performed to determine the root cause of this issue. A manufacturing investigation was performed and as a result of the analysis, it was found that the unknown material was the same as those of the kapton tape used in the catheter production line. An awareness session was carried out by the supplier which included a re-training for all operators. A device history review (DHR) was performed for the finished device e8475747 number, and no internal actions related to the reported complaint condition were identified. Additionally, the manufactured date has been provided. Therefore, field h4. Device manufacture date has been populated. The foreign material issue reported by the customer was confirmed. It should be noted that device failure is multifactorial. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) cardiac ablation procedure which included a soundstar eco 8fg ultrasound catheter and a residue was observed on the tip of the soundstar catheter. The catheter was not used for the procedure. No adverse patient consequence was reported.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).